Manufacturer narrative:
Patient information was requested and the customer refused.

Event description:
The international customer reported the ventilator would not operate on ac power. The customer reported there was patient involvement with no harm to the patient.